Event description:
It was reported that a spectrum pump did not deliver all of the medication during therapy in the gynecology area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "do not deliver all the medication" was not reproduced. The event history log review revealed there were no abnormalities that could cause or contribute to the reported problem observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.